Event description:
This account has been having problems with our sheaths leaking for quite some time. This account also claims to have spoken to a cordis engineer, with no resolution to the problem, or satisfactory explanation to the leak. The sales rep explained the "wicking" phenomenon which has been reported with our sheaths in the past, but the clinical director at the cath lab explained the leak as more of a "drip, drip, drip," not wicking - which sounds like more of a minor collection of blood. The physician says that the "leaking" she is experiencing is sometimes the cause of patient's hemoglobin dropping 1-2 grams, which has lead to them needing to remove the sheath prior to a safe act range, has been reached (190 seconds at their hospital). This patient's hemoglobin dropped so low that the patient needed to be transfused 1 unit because of the leaking sheath. The sheath was in place for a min to 20min to in excess of one hour or more. The leakage was noticed at the end of the case when the sheath was being sewn in. The head of the bed was flat. The patient was on anticoagulant therapy (heparin / integrelin). The access site was the femoral artery. The sheath prepped normally. The patient is currently at home and doing well.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint report stated that the avanti+ sheath introducer was leaking through the hemostasis valve. The clinical director at the cath lab explained the leak as "drip, drip, drip" and that the patient's hemoglobin dropped so low that they needed to be transfused 1 unit of blood because of the leaking sheath. The sheath may have been in place for anywhere between 20 minutes to over one hour; the reporter could not provide an exact timeframe. The leakage was noticed at the end of the case when the sheath was being sewn into the femoral artery. The head of the bed was flat. The patient was on anticoagulant therapy (heparin / integrelin). The sheath prepped normally and no leakage was noted prior to use. At last report, the patient was doing well at home. One non-sterile 6fr avanti+ sheath introducer was returned for analysis with a unit of non-cordis catheter extension tubing. No visual anomalies were found on the returned extension tubing. The stopcock on the returned sheath introducer was cracked. During leak testing, a leak was found through the crack of the stopcock but no leakage was observed through the gasket. This stopcock is provided by a supplier. A review of the manufacturing records could not be done without a lot number. The gasket leakage reported by the customer was not confirmed during analysis; however, a secondary failure was found (leakage through the stopcock). Although the exact cause of the stopcock leak could not be determined, it could be related to the manufacturing process at the supplier. (B)(4) was opened to address stopcock leakage in the csi family.